Event description:
The customer reported out of range normal control solution test results with test strips, lot# 16149a. He opened the bottle of test strips on 1/5/97 and immediately performed a normal control solution test. The result was 170 mg/dl versus a normal control solution range of 105-157 mg/dl. The normal control solution was opened for the first time approx one month ago and the customer shook it well before testing. He performed three more normal control solution tests on 1/5/97 and all results were in the 170 mg/dl range. A check strip test was also performed that day and the result was in range (no specific result available). The code was set correctly in the customer's meter. The dessicant is in the bottle of test strip. The customer did not perform any blood glucose tests with this bottle of test strips.